Manufacturer narrative:
The problem did not re-occur after the customer's maintenance actions. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The customer performed a sipper flow path wash and conditioned the measuring cells. Qc was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 iii assay results for 1 patient sample(s) on a cobas e 801 analytical unit. The initial ft4 result was 100 pmol/l. The repeat result was 16.5 pmol/l. The initial result was not reported outside of the laboratory. The repeat result was deemed correct. The reagent lot and expiration date were requested but not provided.